Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had lost the remote to their device and it was shocking them. No further information was able to be gathered as the call disconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.